Event description:
It was reported to philips that the heartstart xl defibrillator ECG connector inside section separated from the circular retaining lip and fell through into the defibrillator. There was no patient involvement.